Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was implanted in an uncomfortable spot for the patient. The patient then complained of pain in the shoulder. Moreover, it was then noted that this crt-d had migrated. This crt-d was then explanted. No additional adverse patient effects were reported.